Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was unknown. New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. Noise was noted on the right ventricular (rv) lead and the lead was capped and replaced as well. The patient condition was stable.